Event description:
History of cardiomyopathy and ventricular tachycardia and ICD placed in 2002. Admitted because ICD generator battery end of life. Generator explanted and pt's ICD upgraded to to biventricular because of hx vt with cm. ICD leads changed.